Manufacturer narrative:
The reported inability to loosen the rv set screw was confirmed in the laboratory. Visual inspection identified calcified blood inside the rv set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. The blood most likely came through damage to the septum in the form of a hole punched through it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure the set screw of the device would not allow the right ventricular lead to disconnect. After clearing the bore of the set screw and using a different hex wrench the lead was successfully removed. The procedure was concluded and the patient had no consequences.